Event description:
It was reported that the side of the cast cutter and the blade fell off during a cast removing procedure. The procedure was delayed for one day and completed successfully using back-up equipment. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the side of the saw fell off and the blade, was duplicated. Through functional and visual inspection, the technician confirmed that a screw on the output shaft assembly would back all the way out of the output shaft assembly. The output shaft assembly was replaced along with other components for preventative maintenance. The repaired device was returned to stryker stock.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the side of the cast cutter and the blade fell off during a cast removing procedure. The procedure was delayed for one day and completed successfully using back-up equipment. No medical intervention and no adverse consequences were reported with this event.